Manufacturer narrative:
This report is for one (1) unknown polyethylene inlay. Without an associated part or lot number for the pro-disc l implant, a UDI number cannot be generated. It is unknown at this time (if) when the device was explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with a prodisc-l prosthesis on an unknown date. After approximately one year's time, the device luxated (dislocated). It is unknown if (or on what date) the device has been explanted. This report is for one (1) unknown polyethylene inlay. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate of another complaint. Information already reported in medwatch MFR number 2520274-2015-16639. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.